Event description:
IT WAS REPORTED THAT THE LEAD HAD MIGRATED.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 7133275. MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
It was reported that the lead had migrated.Additional information has been received that the patient was doing well postoperatively. Explanted device was not returned and disposed.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI) #: (b)(4). Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.